Manufacturer narrative:
(B)(4). The lot was manufactured on june 26, 2014 to june 27, 2014. Evaluation summary: the actual device was evaluated. The device was received with fluid in the overpouch. Visual inspection of the unit revealed detached tubing at the junction of the distal luer. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked due to a separation of the tubing from the infusor. This occurred after the device was filled with fluorouracil and sodium chloride (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.